Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during a sleeve gastrectomy, the reload misfired while being applied to the stomach. To correct the issue, another reload was used. Surgical time was delayed by thirty minutes or more due to the product problem. The extension in surgical time did not affect the patient in any way. The difficulty did not result in unintended colostomy, formal laparotomy, re-operation etc. There was no unanticipated tissue loss. The incision was not extended by more than one inch. There was no unanticipated blood loss of 500 cc or more. No device fragment fell into the patient.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: per additional information received during a sleeve gastrectomy, the reload did not fire while being applied to the stomach.